Event description:
Additional information received - the icl was explanted on (b)(6 010. The cataract was removed and an iol was implanted. The patient's va was 20/20 and the prognosis is good.

Event description:
The pt reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the pt's right eye (od) on (B)(6)2006. The pt reported having lost vision due to the development of a cataract. The cataract was diagnosed on (B)(6)2009 and was a natural superior cortical cataract. The icl remains implanted.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery. Explanted. (B)(4).

Manufacturer narrative:
(B)(4): evaluation results: a lens work order search was performed and no similar complaints were found. Per medical review - the icl is indicated in pts 21-45 years of age. There is a much greater risk of cataract in pts over 45 years of age post icl implantation. The pt in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the united states FDA clinical trials, approx 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. Conclusions: based on the complaint history, work order search and the medical review, the most likely cause of the event was the off-label use of the lens with the pt older than the indicated age. (B)(4).